Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the screw became loose.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). After additional information was received on june 16, 2020, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0002023141 - 2020 - 00407 submitted on feb 26, 2020 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported zimmer screw was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. The reported product was located on tooth sites 19 and used for approximately 10 years. The customer has not provided additional pictures or x-ray images of the products. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Complainant reported that the zimmer abutment screw loosened at implant sites 19. The reported complaint could not be verified with the information provided, and without return of the products. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer h6: evaluation codes the following sections have been corrected b3: date of event d4: item number unknown / not provided e1: email address unknown / not provided h3 other text : device not returned to manufacturer

Event description:
No further event information is available at the time of this report.